Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: pt is on maxed out norepi infusion. The pump kept alarming bubbles and disrupting the medication administration to patient. Usual trouble shooting steps done but still having issues with bubbles. Switched to using the secondary norepi for the high dose norepi. This caused low blood pressure. During the switch, vasopressin infusion also got disrupted due to bubbles alarm and as a result, furthering drop of bp noted.